Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-21074, related manufacturer reference number: 1627487-2020-21077. It was reported the patient had developed hematoma over the ipg site and left leg weakness following system implant. During the implant, the patient had reportedly been agitated and was moving on the table. Once the patient developed the left leg weakness and the hematoma was discovered, the patient was hospitalized for a week with a drain insitu for the first few days and was monitored. In turn, surgical intervention was undertaken wherein the entire system was explanted. The patient has since recovered well and has been discharged home. The issue is considered resolved.